Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer went to the emergency room and was subsequently hospitalized on (B)(6) 2025. Customer's blood glucose (bg) level was 230 mg/dl. Reportedly, the customer was throwing up and had ketones that were identified as dangerous by a healthcare provider. Customer was treated with intravenous fluids of saline and insulin. Customer was discharged from the hospital on (B)(6) 2025 with no permanent damage. Ultimately, the customer continued to use the pump for insulin therapy.